Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the event 1 (b30 error code) could not be confirmed and the root cause could not be identified. Moreover, event 2 (the image is not displayed) had occurred due to failure of the patient board set. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a b30 (scope communication error) error code. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.